Manufacturer narrative:
One powermax elite service replacement, part number 72200616s was received and confirmed to be serial number (B)(4) as reported in the complaint. The reported complaint has been confirmed. Functional testing has found that the motor has seized, a seized motor is the most likely cause of the overheated complaint. Unit was disassembled and inspected; corrosion was not found which would indicate a mechanical failure of the motor gearbox. Unit requires warranty service. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
Usage of device is unknown. (B)(4).

Event description:
During a knee arthroscopy procedure it was reported that the hand piece got really hot. There was no reported delay, complications or patient injury. A back up device was available to complete the case.